Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a sagittal split ramus osteotomy (ssro) surgery the screw could not be inserted into the bone. The surgery was completed using another screw of the same size. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was confirmed by review of a photograph. Functional testing and inspections could not be made due to the products not being returned. There was a photo provided that shows damage and stripping to the screw head, indicating an insertion attempt was made. There was no additional information or materials provided in the form of x-rays, scans, or physician's reports. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. The complaint is confirmed and the most likely underlying cause of the complaint is damage during insertion attempt. Possible causes include that the patient had high bone density, the screw insertion attempt was off-axis, excessive torque was applied, inappropriate combination of mating instrument to implant, etc. The instructions for use (IFU) for this product has the following information: incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer.